Event description:
During routine service repair, technician noted sticky brown residue on occluder finger post and upper pressure sensor. Biomed states no history of device being involved in any rate inaccuracy events or patient harm. No additional information was available.

Manufacturer narrative:
Manufacturer's report date: 11/03/2010. (B)(4). This report was filed by the manufacturer. Inspection of the internal components of the device found sticky brown residue on the occluder finger post and upper pressure sensor consistent with a fluid ingress condition. This resulted in the pumping fingers becoming sticky. The mechanism sub assembly and upper pressure sensor were replaced to resolve the issue. The device was returned to the facility after passing all required service level testing. The device history record was reviewed and did not show any manufacturing issues during production build for the involved device. The service database and product performance monitoring database review showed no prior issues or anomalies have been reported for this device.